Manufacturer narrative:
(B)(4). One used device was returned for evaluation. The jaws were not stuck shut. The handle was latched and unlatched several times with no problem. The device was activated on simulated tissue with acceptable results; the jaws were removed from the simulated tissue without difficulty and no sticking was observed. The jaws did not lock onto the simulated tissue. Covidien could not confirm the customer's report.

Event description:
The customer reported that the device jaws would no longer open after being applied to tissue. The surgeon had to resect the tissue adjacent to the jaws in order to remove the device. There was no pt injury.